Manufacturer narrative:
(B)(4).

Event description:
This was a peripheral vascular intervention case to treat cto in-stent restenosis in the sfa. The physician pre-dilated the lesion with a balloon and then used a turbo tandem laser catheter. During the laser trains, the physician stated that he had some difficulty advancing the catheter. During the procedure, atheroma was witnessed moving below the stent into the native vessel below. The laser catheter was removed and the embolization issue was resolved with pta and thrombectomy. The patient required transfer from the office-based lab where the procedure was being performed to a local hospital for this treatment. The patient was hospitalized following the event and expected to recover without further complication.